Event description:
A customer reported via a health authority that a functional issue occurred with a vitrectomy probe during a surgical procedure, which was associated with an occurrence of retinal detachment intraoperatively. The procedure type and completion status were not provided. There was no information available regarding the patient¿s current clinical condition following the event. Additional information has been requested none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).